Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the fourth inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 4mm distal of the distal edge of the distal markerband and extending proximally over the balloon material for approximately 17mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient and there were no injuries reported.